Event description:
It was reported that patient experienced ineffective therapy, patients lead has all high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was investigated but nothing was implanted or explanted. Additional surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.